Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer of a hypodrainage of the 909512 nph low flow valve unit with reservoir. The patient with a diagnosis of chronic "hsd" underwent a peritoneal ventricle derivation with the nph valve implant without inter-currencies on (B)(6) 2019. The patient presented lowering of their level of consciousness on (B)(6) 2019, after computed tomography (CT) scan of the skull revealed that the valve was not draining. The patient was referred to the ¿cc¿ for removal of the valve and implantation of an "evs". Additional information was received on (B)(6) 2019 indicating that the cerebrospinal fluid (csf) drain was light pink in color. There was no inter-occurrence in the implantation. There was no infection or injury. The nph system was withdrawn and replaced by an external ventricular drain (evd). The patient was fine status post the new programmable valve. Additional information has been requested.

Manufacturer narrative:
The customer only returned the valve unit and it presented a damaged sole. The valve modulus was removed from its original silicone housing and tested in a new housing. Low flow valve sn (B)(4) was tested within pressure/flow specifications. The valve sole was likely damaged (torn) during explantation (such a tear could not be reproduced manually). The complaint was not verified by the valve investigation. The exact cause of the reported valve system obstruction after 2 days of implantation could not be determined. The ventricular catheter was not returned and may have been obstructed, or the patient required a higher drainage (the patient was fine after valve replacement by a programmable valve). Early obstructions are known complications of valve therapy, as stated in the device instructions for use. No further investigation nor corrective action is deemed required. The device history records review did not reveal any anomaly that could explain the reported event. The complaint was unconfirmed. Device identifier (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019 and (B)(6) 2019 from the customer indicating that the device was implanted on a 53 year old patient on (B)(6) 2019. It was explanted on (B)(6) 2019.